Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infection. The representative was notified by the surgeon that he had a patient that appeared to be infected from a surgery two weeks prior. The surgeon was going to go proceed with a washout and irrigation and drainage (I&d), replacement of poly.